Event description:
It was reported that pump displayed malfunction alarm with code 15, and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction returned, which customer acknowledged and understood.